Manufacturer narrative:
The infusor was filled with 9.2ml dintuximab bete and 12ml human albumin diluted with 220ml of sodium chloride used during a clinical trial. This was kept at room temperature. The fill volume was approximately 240ml. Lot 16j010 was manufactured september 6, 2016 ¿ september 7, 2016. One actual infusor unit was received at the plant for evaluation. The unit was returned to the plant containing approximately 10 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and flow rates were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused. The device was expected to infuse for five days; however, on the fifth day it was noted the infusor did not fully infuse. The exact amount left in the device was not reported. The infusor was filled with an unspecified dose of dintuximab bete and human albumin diluted with an unspecified volume of sodium chloride (nacl) used during a clinical trial. There was no patient injury or medical intervention associated with this event. No additional information is available.